Event description:
It was reported the patient presented in clinic. During interrogation, it was observed the aveir programmer link had abnormal electrocardiogram readings. Different readings were observed with a different method. The patient was stable.